Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("the pain I felt like I could die") and pelvic abscess ("abcess") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria hospitalization and medically significant) and hernia ("hernias"). The patient was treated with surgery (draining of abcess and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pelvic abscess and hernia outcome was unknown. The reporter considered hernia, pelvic abscess and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("the pain I felt like I could die") and pelvic abscess ("abcess") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria hospitalization and medically significant) and hernia ("hernias"). The patient was treated with surgery (draining of abcess and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, pelvic abscess and hernia outcome was unknown. The reporter considered hernia, pelvic abscess and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.